Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the fourth dwell cycle of peritoneal dialysis therapy. The reporter state that the patient line extension was added after the patient line had been primed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Connecting the patient extension line after priming the device is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. Should additional relevant information become available, a supplemental report will be submitted.